Manufacturer narrative:
The rapid port tacks were discarded by the reporter after explantation and will not be returned. The reporter did not have a record of the lot number of the rapid port tacks. The access port that is associated with this complaint is reported on medwatch number 2024601-2009-00882. The reporter of the event discarded the device. Allergan will not receive the product and therefore, no analysis or testing can be done. Device labeling addresses the possibility of detachment of the tacks. Warning: in order for the port/tack to be properly affixed to the patient, all three stainless steel fasteners must be well within the patient's fascia and/or underlying muscle. Otherwise, the port/tack can become detached and subsequent removal and/or replacement may be necessary.

Event description:
Surgeon reports "had a stapled port fixation which came adrift after three weeks. When I took the base plate off, the staples appeared to be wide open despite it appearing ok at insertion". Device was repositioned with sutures.